Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that when the tube was removed and connected to saline, the tip was detached. During preparation for a pulmonary vein isolation (pvi) procedure to treat persistent atrial fibrillation, an intellagen tubing set was selected for use. When the tube was removed and connected to saline, the tip was detached. Another of the same device was used, and the procedure was completed successfully with no patient complications. The device is expected to be returned for analysis.